Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was the needle removed from the patient during the same procedure? -yes, what measures were taken to retrieve the broken needle? - it was picked up by another instrument. Was there any additional tissue damage as a result of searching for the broken needle? - no. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? -no. What is the most current patient status? - unknown please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). (B)(6). Additional h11: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 20 minutes, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4), device property of hospital, device in possession of none.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2025 and suture was used. During the procedure, while operating the hernia procedure used nw3338p for abdominal wall closure, while taking the bite in the rectus sheeth the needle broke in between by around 8th or 9th bite in the tissue, the broken needle was retrieved, and there was delay in the procedure and closed with another suture nw3338p. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product received for analysis was nw3338p. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, was submitted to (B)(4), llc for fractographic evaluation on november 14, 2025. The component was identified as product code nw3338p. It was requested that hsa assess the fracture mode of the failure. A fracture was observed in the body of the needle. One side of the needle was received; the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.